Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 ((B)(4)). (B)(4).

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported longer blood fill time and readings issues. The customer reported he felt sluggish and tired on (B)(6) 2011, around 7 or 8 am and tested his blood glucose receiving an unspecified reading. The customer also reported he took his insulin, waited an hour and then tested his blood glucose again obtaining a reading of 89 mg/dl. The customer reportedly thought the reading was lower than he felt. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or serious injury.